Event description:
A customer experienced a problem with the enteral feeding pump. The customer alleges that the pt was emergently admitted for respiratory distress and failure to thrive several months ago. The pt was diagnosed with cystic lung disease shortly after birth. The pt was being fed through a feeding tube connected to a kangaroo pump. The feeding bag was filled with approx four hours (80-100ml) of nutrition and the pump was set to run at 20ml per hour. Shortly after setting up the feeding pump, the nurse returned to the room and found that the tubing was not attached to the roller feeder, no alarm was scunding and the feeding bag was empty. The pt had received four hours worth of nutrition in approx 45 minutes. The doctor was notified and determined that the pt was not injured. The pump was sent to clinical engineering for evaluation.